Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation, only a photo was provided for review. Seed loading for all needles is correct per the needle loading report for this customer sales order, as verified by the order imaging process. The imaging certificate for this customer sales order shows needles 11-20 loaded in the imaging fixture, all needles in the correct increasing numerical order.the customer photo shows that needles 15 and 16 are swapped in the needle card that contains needles 11-19. The photo shows that the original shrink wrap packaging has been removed from the needles/needle card before the photo was taken. This indicates that the customer could have removed the needles from the needle card and replaced them before the photo was taken. Therefore, the investigation is inconclusive for the reported failure. A definitive root cause could not be determined based upon the available information. Labeling review: the information for use was reviewed. There is a caution statement, which states "brachysource seed implants and accessories should be used only by physicians who are qualified by training and experience in the safe use and handling of radionuclide brachytherapy sources and whose experience and training has been approved by the appropriate government authorities authorized to license the use of radioactive materials. Brachysource seed implants should be used in those facilities that have been approved by the appropriate government authorities authorized to license the use of radioactive materials." The instructions for use section include the following: "a qualified practitioner may place the brachysource seed implants throughout the tumor volume according to a treatment plan for geometric arrangement." H11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a brachytherapy procedure, they went to remove needles from the needle card and noticed that fifteen and sixteen were out of correct numerical sequence. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a brachytherapy procedure, they went to remove needles from the needle card and noticed that fifteen and sixteen were out of correct numerical sequence. There was no patient contact.